Event description:
It was reported that the lens was removed from the pt's right eye intraoperatively due to an anterior capsule rent noted after iol insertion. According to the surgeon, elevated vitreal pressure was the likely cause of the event. Please reference MDR#: 2031924-2013-00141 for the delivery device used during the event.

Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.